Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she was getting a low ipg battery warning on her programmer; however, she still had stimulation. A sjm rep met with the pt was unable to clear the warning. The pt had stated she had never turned off her ipg, no impedance readings could be obtained due to the ipg being depleted. No further info is available at this time.